Event description:
Post market surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure the patient presented with in stent restenosis. The index procedure treated two lesions. The first a de novo, type b2, 72% stenosed 2.69x9.2mm target lesion located in the ostium of the 1st diagonal branch. Treatment consisted of pre dilation with an unspecified 2.5x15mm balloon inflated to 10 atmospheres (atms) and the placement of a 2.5x24mm taxus express2 stent deployed at 13 atms. Post dilation was performed with an unspecified 3.5x15mm balloon at 8 atms resulting in 10% residual stenosis and timi 3 flow. The 2nd lesion was a de novo, type a, 78% stenosed 3.2x20mm lesion located in the left circumflex (cx) artery. Treatment consisted of pre dilation with an unspecified 3.5x15mm balloon inflated to 10 atmospheres (atms) and the placement of a 3.0x24mm taxus express2 stent deployed at 14 atm's resulting in 10% residual stenosis and timi 3 flow. Ivus was not performed. The patient was discharged 2 days later on bayaspirin and panaldine. No angina was confirmed at the 1 & 6 month follow up visits. On day 230, angiography revealed in stent restenosis of the 1st diagonal branch. On day 246, reintervention treated the 67% restenosed 2.16x14.7mm target lesion with angioplasty resulting in 49% residual stenosis and timi 3 flow. Six thousand units of heparin was administered. Per the physician, the event relation to the study device was listed as "definitely".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.